Manufacturer narrative:
Manufacturing evaluation conclusion: thrombus was confirmed based on the evaluation of the returned pump. Evaluation of the submitted log files confirmed transient elevations in pump power/estimated flow. The report of suspected hemolysis could not be conclusively determined through the evaluation of (B)(4); however, the observed deposition found in the pump could have contributed to the reported elevated ldh. The submitted log files contained approximately 44 days of overlapping data, spanning from (B)(6) 2018 at 19:21 to (B)(6) 2018, and captured transient elevations in pump power/estimated flow on (B)(6). A specific cause for the change in pump parameters cannot be conclusively determined. Upon disassembly, a tissue-like deposition was found surrounding the outlet bearing ball. The formation was not denatured nor was it laminated, suggesting that it was not present in the device for a significant amount of time while it was in operation. Lack of contact marks further suggests that the deposition did not originate in the outlet stator. Examination of the remaining pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The hm ii lvas IFU lists thrombus and hemolysis as adverse events that may be associated with the use of the hm ii lvas and outlines the indications of thrombus and how to respond to such events. Information regarding recommended anticoagulation therapy and inr range is also provided. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted after tests revealed a lactate dehydrogenase (ldh) level of 943 u/l and inr 1.3. Pump thrombosis was suspected. On (B)(6) 2018, it was reported that the patient's ldh was down trending from the 900 u/l range, but pump flow and power readings were elevated. The patient was also experiencing a dull constant headache. The patient continued with bivalirudin, coumadin, persantine and aspirin. On (B)(6) 2018, it was reported that the patient underwent a pump exchange. The patient had a history of non-compliance with anticoagulation, resulting in inr drops below therapeutic levels. No further information was provided.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01606. The previous report was submitted as additional information. Approximate age of device ¿ 1 year and 1 month.